Event description:
Rptr writes, "my hands and face swell and turn red. I get a large lump in my throat. My eyes get watery and itch, my nose plugs up, I get asthma and hives in my mouth. I did this type of reaction when I worked with latex gloves and go into a dental office or hosp. It ruined my career as a dental assistant! I loved my job very much. I was never told about latex allergies. Now I can't even go out to eat without asking if they use latex gloves to prepare food.